Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the er420 instrument jammed and the jaw can't be closed completely. The device fell into the patient's body and converted to open to retrieve it. The case was completed by hand suturing